Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy, the 5.5mm footprint anchor was passed, the 2 strands of ultrabraid were threaded and impacted halfway to remove the strand that holds the footprint to the handle of the implant. Then, the impact continued without resistance until the stop and the internal screw was prepared to lower to hold the strands that were inside the footprint. The handle was removed and when the doctor pulled the strands, the strands came out of the anchor, leaving the footprint inside the patient. The procedure was completed with a surgical delay of less than 30 minutes using an equivalent s&n back-up device in an additional bone hole. No further complications were reported.